Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, the displayed residual longevity by programmer was 6 years and 6 months. However, on (B)(6) 2015, residual longevity of 3 years 8 months was displayed. An analysis is requested.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, the displayed residual longevity by programmer was 6 years and 6 months. However, on (B)(6) 2015, residual longevity of 3 years 8 months was displayed. An analysis is requested.